Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Reported that the pump touch screen was cracked. Reportedly, the customer did not know the reason on how the screen became cracked. The customer's blood glucose level was not impacted. Customer would continue to use the pump for insulin therapy.